Event description:
It was reported that the right and left ventricular lead exhibited a lack of lead slack. The leads were explanted and successfully replaced. The implantable cardioverter defibrillator set screw displayed a loose connection and could not be engaged. The generator was also replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The atrial setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.